Event description:
The patient is reportedly experiencing poor performance. The testing of the device has shown open impedances on all electrodes. External equipment has been exchanged and programming changes were made. The issue was not resolved. The surgeon is considering device explant or implanting the contralateral ear.